Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that an asymptomatic patient was in clinic during follow-up when post-paced t-wave oversensing was noted. Programming changes and dft were recommended. Programming changes were made. The patient is fine.

Event description:
New information received indicates that new episodes of post-paced t-wave oversensing were noted. Programming changes were recommended. Dft and further actions will be discussed with the physician.